Event description:
It was reported that the implantable pacemaker device suspected of premature battery depletion (pbd). At general change and device was end of life (eol) lasting for 6 years. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.